Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blue foreign matter was found in the bd pegasus¿ safety closed IV catheter system before starting the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient returned to the ward after surgery and was given fluid infusion as instructed by the doctor. A blue flocc was found in the indwelling catheter before infusion, and the indwelling needle was immediately removed without causing clear harm to the patient."

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 1320968. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.